Event description:
During an in-clinic follow-up, increased capture threshold, increased pacing impedance, and increased sensing variation were observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The events of unacceptable threshold, high pacing impedance and r-wave amp variation were reported to abbott and not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.